Manufacturer narrative:
The reported complaint could not be confirmed. Per the perfusionist, the unit was restarted twice and had some movement but was very slow. The field service representative (fsr) was unable to verify the reported complaint. He powered the system three times and the ccm operated as expected. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the central control monitor (ccm) was not responding. There were no reported adverse consequences to the patient.